Event description:
Rptr has developed an allergy to latex and vinyl. Allergy manifested by urticaria, dermatitis, rash, gi upset, sinus problem and difficulty breathing (severe asthma). (Same pt referred to in mw1001132.)